Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test and a therapy electrode recognition test. The cause for the failure was isolated to an open connection where the rear #2 therapy electrode connects to the distribution node to rear therapy electrode cable. The root cause for the open connection could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the defective electrode belt.